Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. Technical support instructed the caller through several corrective steps, including disconnecting tubing, tightening connections, and delivering boluses of varying units. The customer initially was out of cartridges and refilled used ones, which was off-label, but after receiving guidance, successfully performed bolus delivery with a new cartridge. Customer changed pump supplies to address the issue.